Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device pendant did not pass the keypad test. The probable cause was due to a broken pendant jack of the rear harness assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt pendant did not deliver a dose when pressed. The device was returned to the biomedical dept with a note that indicated the pendant was broken. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility the pt pendant did not pass the keypad test. No add'l info was provided.